Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5100884) that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, joint pain, brain fog, cognitive decline, vision problems, shortness of breath, dry itchy eyes, insomnia, skin changes, difficulty swallowing, acid reflux, proteinuria, yellow eyes, depression, alcohol intolerance, numbness and tingling in hands and fingers, cold intolerance, lupus, autoimmune thyroiditis, and other unspecified symptoms . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the patient¿s right breast prosthesis.